Manufacturer narrative:
(B)(4). The device is in the process for being returned. A follow-up report will be submitted after the evaluation is completed.

Event description:
It was reported that the device was not meshing well. The event occurred during testing and no harm reported. There was no apparent external damage to the device. There was a 5 min delay during the case to locate and bring an alternate device. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2018, it was reported that the device was not meshing well. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an action plan. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was october 25, 2017 where it was reported that the device needed preventative maintenance and the ball detents were replaced. This is not a related issue. Product review of the skin graft mesher on september 28, 2018 revealed that the calibration and sample mesh were unable to be taken due to the bent comb. The side plates, carrier guide, roller, roller gear, and handle were worn. The hinges were dinged as well as the sliding pins. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the sample mesh was unable to be taken due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the sample mesh was unable to be taken due to the bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.